Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and inflammation/irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: capsular contracture, baker grade unknown; inflammation/irritation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown; additional report of "pain and discomfort" due to previous treatments, not device related. Additionally, patient reported "inflammation and stuff". Device has been explanted.